Event description:
A rented a nova medical knee scooter after my foot surgery. It is very wobbly and unsteady. The handle bar grips are made of plastic. I fell off the scooter while riding it outside to the mailbox. Since the handle grips are not metal, one broke during my fall. (They should be metal to avoid this) I landed on my knee - on top of the broken piece of extremely sharp plastic. The result was a 5 inch gash that required 9 stitches. This scooter is poorly made. It is not stable and the plastic components should be metal, so no fragments occur if dropped or someone falls. Please investigate this product so the same doesn't happen to others. Incident location: (B)(6), this is my home address location. Injury, emergency department treatment received. Purchase date: (B)(6) 2016. Document number: (B)(4). Report number: (B)(4).